Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was given functional and delivery testing. Three delivery accuracy tests were performed; two of these tests showed the device delivering slightly above allowed specification for the system (allowed delivery specification is +/-6%). The delivery test results were +6.22%, 5.17% and 6.93%. The device expulsor was replaced to address this issue. The cause of the issue with the component was not definitely established.

Event description:
It was reported that the device was "over infusing". No known adverse effects to patient.